Event description:
Customer reported via phone call that their screen went blank. The blood glucose reading is 105 mg/dl. Customer states that they also received a failed battery test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.